Event description:
The pharmacist at the clinic reported that "when opening the device, the outer packaging was fine, but the inner packaging was stained. Another device was used for the surgery."

Manufacturer narrative:
Based on the provided information, the product reported did not contribute to the event.

Event description:
The pharmacist at the clinic reported that "when opening the device, the outer packaging was fine, but the inner packaging was stained. Another device was used for the surgery." Update: further communication with the customer concluded, that the problem with the packaging was an internal problem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.